Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has been returned. This record will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) was surgically abandoned and replaced due to loss of capture. It was reported that there was not asystole. No additional adverse patient effects were reported. The ICD was explanted and replaced as part of a therapy change during the same procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported failure to capture.

Event description:
This supplemental report is being filed as the implantable cardioverter defibrillator (ICD) was returned and analysis was completed.